Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power the patient had an infection, possible thrombus, is febrile, and elevated lactate dehydrogenase (ldh). The patient was placed on hospice care and is now deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2012 and 08 high watt alarms logged since (B)(6) 2012. However, based on the additional information the date on the monitor was entered incorrectly. The exact date of the event cannot be verified. Review of the sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.